Event description:
The pump was returned to animas for frequent loss of primes. The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. During evaluation the pump was able to rewind, load and prime successfully and was exercised for 24 hours with no loss of prime issues. Unrelated to the event the battery compartment was found to be cracked, the piston cap was found to be missing and the display was found to be dim and pink. (B)(6).